Manufacturer narrative:
(B)(4). Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The frequency of these high out of range pace impedances was noted to be increasing while the shock impedance was noted to be stable for the past twelve months. The rv lead is not a boston scientific product. Subsequently, the ICD device was explanted, the rv lead was surgically abandoned and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The frequency of these high out of range pace impedances was noted to be increasing while the shock impedance was noted to be stable for the past twelve months. The rv lead is not a boston scientific product. Subsequently, the ICD device was explanted, the rv lead was surgically abandoned and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. The device was subsequently returned for analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Information indicates this device is currently in the possession of a boston scientific representative. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited intermittent high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The frequency of these high out of range pace impedances was noted to be increasing while the shock impedance was noted to be stable for the past twelve months. The rv lead is not a boston scientific product. Subsequently, the ICD device was explanted, the rv lead was surgically abandoned and a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.